Manufacturer narrative:
(B)(4) date sent to the FDA: 8/31/2021 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: the product was returned for evaluation. Ethicon inc conducted a visual inspection of the sample returned. Visual analysis of the returned product revealed that one opened sample product code sxpp1a301 was received for evaluation. Upon visual inspection of the returned sample, the suture barbs were to be damaged at the tips, in addition, the fixation tab was observed to have two sides broken. After further evaluation of the fixation tab crimping marks were observed on the tab possibly from a surgical device. It should be noted that a 100% inspection is performed via automotive vision system to ensure the tab is present and complete during manufacturing. As with any device, care should be taken to avoid damage to the strand when handling. The manufacturing records couldn't be reviewed as the batch number is unknown. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: please provide procedure name and date: no further information is available. Please provide lot number: no further information is available. How was procedure successfully completed? No further information is available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 ug/m.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. During the procedure, when pulling the suture during suturing, the fixation tab broke. There were no patient consequences reported. Additional information was requested.